Manufacturer narrative:
(B)(4).

Event description:
It was reported that an error icon was displayed. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. The product was evaluated. An external visual inspection was performed and passed . Charge and boot test was performed and failed because receiver did not boot up. Open receiver case for interior inspection was performed and passed. The log was downloaded and reviewed finding no errors related to the complaint. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.